Manufacturer narrative:
No product issue found. The observed discrepancy is most likely due to the sample being a weak positive for the sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from united states alleged discrepant results for 5 samples with the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® liat® system. The alleged samples initially generated sars-cov-2 positive, influenza a negative and influenza b negative results. 3 samples were repeated on another cobas liat as negative for all targets. 4 of the same samples were repeated on cepheid as sars-cov-2 negative. 3 of the 5 samples were recollected and generated negative results on either the cobas liat or cepheid. The results were reported. No harm alleged. Per FDA¿s eua guidance, 5 mdrs will be filed.

Manufacturer narrative:
For sample 1 and 2 the discrepant results are due to the sample being at the limit of detection. Samples near the limit of detection (lod) of the assay are expected to receive inconsistent results from run-to-run. The concentration of viral material at this level is so low that it may not be detected and amplified during an assay run. At this concentration, there are extremely limited copies of viral rna present in the sample which may not come into contact with the polymerase enzyme and be amplified sufficiently to generate a detectable fluorescence signal. A result discrepancy may be expected between assays due to potential differences in the tests¿ limits of detection (lod) and intended use. Although a root cause cannot be identified for sample 3, 4 and 5 the data indicates that the results are strong positive results with true amplification. During the investigation of this case, no systemic product problem with the reagent or hardware was identified. Corrected: h10 to provide updated conclusions from the investigation. Device code from false negative result to test result - non reproducible. Evaluation conclusion code from no problem detected to cause not established.